Event description:
It was reported that the ilet device had a cracked display screen that became nonresponsive to touch after a restart attempt, and a replacement was arranged; the device could not be synced before shutdown. Symptoms included no injury. Outcomes included interruption of normal device use and the need for replacement. Investigation included review of user report and device history, assessment of reported physical damage, and planning for device return. Investigation of this case revealed physical damage to the screen with loss of touch functionality and no associated alerts or alarms. It was concluded that, based on previously established findings for similar reports, the device experienced a hardware failure due to a cracked screen leading to loss of touch input, and replacement was warranted.